Manufacturer narrative:
(B)(4).

Event description:
During the case, the surgeon reported the plasmablade device remained active after the coag button was not pressed. There was no injury to the patient reported. Facility contact information received.

Manufacturer narrative:
Product event: (B)(4), patient information incomplete and missing patient information unable to be obtained, communication still in progress to obtain the information from the customer.

Event description:
During the case, the surgeon reported the plasmablade device remained active after the coag button was not pressed. There was no injury to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.